Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a carotid artery stenting procedure, the filterwire perforated the retrieval sheath. During the procedure while attempting to retrieve the filterwire, the physician could not locate the normal hole in the sheath, applied additional force and a perforation of the retrieval sheath occurred. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was reported to be "good".